Event description:
Additional information received reported the urinalysis tests were negative and event resolved without sequelae on (B)(6) 2016. Indications for use include gastrointestinal/pelvic floor and urinary dysfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a history of recurrent utis.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient experienced increased frequency and incontinence. The patient had an unscheduled clinic or office visit. The clinical diagnosis was urinary tract infection (uti) which was confirmed with laboratory testing on (B)(6) 2015. The culture was positive for ecoli. The patient was prescribed antibiotics, cephalexin. The event was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.